Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) who interviewed the customer and assisted with troubleshooting the unit. The rse suspected the main board will need replaced, but will also order the power supply and display as precaution. A good faith effort response confirmed, at the time of the event, it was hard to tell the screen was frozen along with its waveforms and numeric. The clinician noted it takes about a minute and then the screen restarts itself. A philips field service engineer (fse) was dispatched onsite to further evaluate the unit. The fse replaced the faulty main board to resolve the issue and since then no further issues reported. The unit returned to working specification. The customer has agreed that the work order can be closed. Based on the information available in the case and testing conducted, the cause of the reported problem was confirmed to be the main board. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
A philips remote service engineer (rse) assisted the customer with troubleshooting the unit. The rse suspected the main board will need replaced, but will also order the power supply and display as precaution. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen freezes for a few seconds, then spends a minute or so resetting itself. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) assisted the customer with troubleshooting the unit. The rse suspected the main board will need replaced but will also order the power supply and display as precaution. A good faith effort response confirmed, at the time of the event, it was hard to tell the screen was frozen along with its waveforms and numeric. The period of time was described as a minute by clinician then the screen restarts itself. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.